Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient was taken to the emergency room following the event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt (B)(4): 02/2012 - reuse. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 157bpm contributed to the false detection. The details surrounding the defibrillation event are unknown. The response buttons were not pressed during the entire event. The patient was taken to the emergency room following the event.